Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of discrepant inr results from 2 patients with coaguchek xs meter serial number (B)(4), when compared to a laboratory result using the thromborel s method. Patient 1 : the initial meter result was 8.0 inr and the laboratory result was 5.0 inr. The results were 1 hour apart. The patient¿s therapeutic range is 2.5 - 3.5 inr. Patient 2: on (B)(6) 2018 the meter result was 4.9 inr and the laboratory result was 3.9 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr both patient¿s recent meter results have been constant and their warfarin dose has been constant. There was no allegation that an adverse event occurred for either patient.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias.the information in the case is consistent with the details of the recall and the issue has been fully investigated.